Event description:
A malfunction on the pump was reported by the customer, which occurred when the customer was loading a new cartridge and mistakenly tried to insert it again. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support, who provided information on how to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if any issues arose again.